Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer did not remove the cartridge during pumping. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin delivery.